Manufacturer narrative:
Covidien reference: (B)(4). The ventilator was received for evaluation and repair. Visual inspection found no anomalies. The ventilator was power cycled and allowed to run for six days without issue. The battery was removed and placed on the battery analyzer and there was no issues observed. The service engineer reloaded the software, and replaced the battery as a precaution. The customer reported malfunction was not verified.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during training, a ventilator would not boot-up. However, two days later when it was brought to the biomed department, it booted normally. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.